Event description:
Additional information received from the clinical site that the patient had a bedside colonoscopy today to further address continual gastrointestinal (gi) bleeding.

Manufacturer narrative:
B5 revised with additional information received from the clinical site h6 health effect - clinical code revised to include additional failure mode should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined e4 should have been left blank on the initial manufacturer device report number 1220648-2025-26925 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26925. G4 PMA/510(k)number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26925. H6 health effect - clinical code 4582 was reported incorrectly on manufacturer device report 1220648-2025-26925. New code was added health effect - clinical code.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported reported 67 year old male patient on impella 5.5 support had a slight hematoma/swelling above the insertion site. Four days later the physician performed a surgical wound exploration, washout at the right axillary insertion site with drain placement. The patient survived the procedure.